Manufacturer narrative:
The reported event of recharge burden/increase in ipg charging/ frequent charging was not confirmed.

Manufacturer narrative:
Patient identifier is not available. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete initial reporter information.

Event description:
It was reported that the patient's ipg stopped accepting a charge and became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced with a non-rechargeable ipg. Post-operatively, stimulation therapy was restored.